Event description:
Pt was being fed using the device. 775 ml of an enteral feeding solution were hung, and the pump was set to deliver 200 ml/hr. 775 ml were delivered in 95 minutes. There was no illness, injury or medical intervention resulting from the event. One pt involved.